Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test at 0.08715 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the insulin pump trace download. No crack case found on the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had experienced under delivery of insulin and high blood glucose level. Customer's blood glucose value was 30 mmol/l and was now stable at 8 mmol/l. Customer states no delivery alarms on pump and also stated that they had only a pump error detected and a large crack on the pump. The product was returned for analysis.